Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with 14 grams of sugar. The customer was experiencing sensor anomalies along with fluctuating blood glucose. Insulin delivery was not suspended due to sensor glucose values. The product was not returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.